Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that 4 packets out of 12 have had the needle come off after the suture was removed from the packet or the needle was not attached. 8 packets were fine to use. Additional information has been requested.

Manufacturer narrative:
Analysis and results: there are previous complaints of this code-batch regarding the same issue and closed as confirmed after the analysis. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock. We have received 4 open, unused units with the needle detached from the thread and the thread still wound on the pack. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and bbs requirement. Furthermore, needle attachment strength results conducted on samples before releasing the product were 0.60 kgf in average and 0.48 kgf in minimum and fulfilled ep requirements: 0.23 kgf in average and 0.11 kgf in minimum. However, considering that there are previous and justified complaints of this code-batch for the same issue, we will consider this complaint as confirmed. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.